Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: preliminary analysis revealed a no output/no telemetry condition. The no output was the result of battery depletion. The device was milled open for analysis. Visual inspection showed no anomalies.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. We are conducting follow-up to clarify the nature of any performance issues. No patient complications have been reported as a result of this event.